Event description:
During a left femoral trochanteric nailing. The first guidewire used, the tip of the guidewire broke in the intramedullary canal of femur. At this time it was noted that leaving the broken metal tip in the bone, as suppose to attempting to remove it, would be less damaging to the patient. FDA safety report ID# (B)(4).